Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR report#1627487-2016-06661. Reference MFR report#1627487-2016-06660. The patient received two leads (model 3146) with the same lot number. It was reported the patient received 4 quattrode leads(off label use). Reportedly, therapy became ineffective and it was later discovered the leads had migrated. As a result, surgical intervention was undertaken during which time the entire system was explanted and replaced which resolved the issue.